Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9733467, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system reverted to the registration screen when attempting to verify a seventy degree suction. It was reported that the issue occurred after successfully verifying the curved suction. Additionally, it was noted that the instrument was not "hovered" over the reference frame arrows. An additional instrument was then verified, the site went to navigation and the reported issue did not recur. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction: aware date of supplemental report 001 inadvertently not included. Value should be 21-jun-2019 if information is provided in the future, a supplemental report will be issued.